Event description:
Event description cpi received information that the physician believed this myocardial lead was fractured, leading to inappropriate shocks. The entire system was replaced. The day after implant, the patient's new transvenous defibrillation lead exhibited oversensing which was not resolved by reprogramming or repositioning. The lead was explanted and replaced with a tined lead.